Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -11.5/+3.0/12 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced blurred vision and visual ghosting. On (B)(6) 2023 the lens was explanted and the problem was resolved. The reporter indicated the cause of the event was a patient related factor and the device failed to perform as intended. Cause details provided: "patient cannot adapt to visual ghosting and implantation of crystals". H6- medical device problem code: 1494- off-label use (acd<3.0mm), "2682" and "1401" should be added. "3001" should be removed. H6- health effect- clinical code: "4581- visual ghosting" and "1937" should be added. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.5/3.0/012 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023 the lens was explanted due to blurred vision. The explant resolved the problem. The reporter stated the cause of this event is due to patient related factors, "patient cannot adapt to visual ghosting after implantation of crystals". The reporter also stated that the device failed to perform as intended. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).